Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) gastrointestinal/ pelvic floor patient reported that they got urinary tract infection from retaining so much urine. It was also reported that patient had a back pain that blocks the signal to tell their brain to pee and that they were on antibiotic bactrim. No further complications were noted or anticipated